Event description:
It was reported that the patient experienced an alarm this morning at 0730 while putting clothes on. The patient stated that while the controller was alarming the screen was black with no display and the green "pump running" symbol was illuminated. The patient stated the alarm lasted approximately 10 seconds. The patient was on battery power at the time of the alarm. The patient did not think it was an accidental "self-test" as there was no display. They were advised to check the alarm history. The last alarm documented on the controller was a "low flow" alarm from (B)(6) 2025 in 2036. No alarms were able to be seen on the controller history, or the system monitor after loading the previous events. Log files were sent for review. The event log file captured a lone low flow event (B)(6) 2025 at 0114 with a flow noted at 1.9. There was no audible alarm due to the event lasting less than 10 seconds. This low flow was likely patient related as this was associated with elevated pulsatility index (pi) values. Nothing notable was seen at 0730 this morning. No controller self-tests were performed during this time. The alarm silence button was pressed but there were no accompanying alarms noted.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of display issues on the system controller (serial: (B)(6) was unable to be confirmed. The system controller was not returned for testing. Photos were not submitted. The submitted log files did not indicate any issues with the system controller. Provided information revealed that at the time of the event the controller was alarming with a black screen and the green pump running led was on. Provided information revealed that this lasted approximately 10 seconds. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) and heartmate 3 patient handbook (rev. A) are currently available. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including performing self-tests to ensure that all visual and audio indicators function as intended. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had not experienced any further alarms and no products were exchanged.